Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair is driving erratically, veering while driving, going at a slower speed and then will pick up speed slowly. He states the joystick knob is different than what went out with the chair and the boot on the joystick is damaged.